Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 70, catalog # 183032, lot # unknown; vngd cr tib brg 12x71/75, catalog # 183442, lot# unknown; biomet cc I-beam tray 75mm, catalog # 141224, lot # unknown. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Patient was noted to have superior patella fracture. No additional information is available.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: correct from device fracture to patient bone fracture.

Event description:
It was reported that a patient was noted to have superior patella fracture approximately 8.5 years post implantation. A second persistent fracture was reported approximately one year later. No medical intervention has been reported to date. Attempts have been made, and no further information has been provided.